Event description:
It was reported that the customer needed assistance with programming the insulin pump. Customer's blood glucose was 439 mg/dl. It was also reported that the customer was working with the doctor to control high blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.